Manufacturer narrative:
This report is submitted on march 09, 2017.

Manufacturer narrative:
This report is submitted on february 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced thinning of the skin flap tissue over the implant site. The patient was prescribed antibiotics (type, date and duration not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient underwent a skin graft during the procedure.